Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was able to inspect the imaging system onsite. The imaging system was rebooted 5 times without success. The screws were found loose on the detector interface board and were tightened. All connectors were tightened. The system was rebooted 10 times with no issues. The system was then 'rehomed' from the invalidate home button without issue and rebooted an additional 8 times without issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed. No parts have been returned at this time. No parts were replaced.

Event description:
A site representative, radiographic technologist (rt), reported that, while outside of a procedure, the imaging system displayed the error message 'error initializing collimator'. There was no delay to procedure or patient impact as there was no patient present when this issue occurred.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power enclosure board was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect power enclosure board has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The power conversion enclosure, gantry motion control box, and rotor motion control box were returned to the manufacturer for analysis. They were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.